Event description:
The report stated that during a procedure, the device locked on tissue. The device was able to be pulled off, but minor bleeding occurred. A second instrument was opened and the surgeon experienced the same problem. A third device was used to complete the procedure without incident. There was no pt injury. The report for the additional device in this surgery can be found on MFR report # 1717344-2009-00125.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.